Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since no lot number was provided, no device history record (DHR) review could be performed. Full UDI # information unavailable since the lot number is unknown. (B)(4).

Event description:
It was reported that a male patient underwent an ablation procedure for paroxysmal atrial fibrillation with a thermocool smarttouch bidirectional catheter and suffered a cerebrovascular accident (cva) requiring unspecified intervention. Procedure was completed without incident. On post-procedure day 1, a cerebral infarction was diagnosed. An unspecified intervention was performed. Patient was reported to be in stable condition in the intensive care unit. Patient required extended hospitalization at a long-term acute care facility for rehabilitation to manage the residual effects of the cva. Physician¿s opinion regarding the cause of the adverse event is that it was related to something other than the procedure. This event is being conservatively reported because a cva can be a potential outcome of ablation procedures.